Manufacturer narrative:
(B)(4).

Event description:
This system was explanted due to the patient expiring (B)(6) 2017 due to an infarction. Should additional information be received this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 45.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the shock coil and the lead tip was not returned for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.